Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.